Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has air bubbles in his reservoir. Customer's blood glucose in time of incident was 121 mg/dl. The customer was assisted with removing the air bubble out of his reservoir with a manual push using his plunger.